Manufacturer narrative:
The solex 7 catheter involved in the reported complaint was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed

Event description:
The user experienced difficulty during the attempted removal of the initial solex 7 catheter (lot# 214426); the rotational manipulation caused the balloon to rupture. Due to the catheter's time limit expiring, a second solex 7 catheter (lot# 214426) was inserted; however, it became entangled with the catheter's heat exchanger balloons, complicating its removal. Both catheters were removed, and a third catheter was placed to continue the therapy. No consequences or impact to the patient.